Manufacturer narrative:
Analysis of customer's data was not performed because pt was still on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per limitations of product as described in the user guide, inratio testing should not be performed for pts on heparin therapy. No product is expected to be returned. Retained strip testing could not be performed since strip lot number was not provided by the customer. No further investigation is required. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inr: 1.2; lab: 1.7.